Manufacturer narrative:
Product is expected to be returned but has not yet been received.

Event description:
It was reported that approximately seven months post-op, revision surgery was performed to remove and replace loose screws. During the index procedure, levels l3-s1 were treated with st360 instrumentation. The screws at l3 and s1 were later found to be loose. The entire construct was removed and an alif is scheduled to treat l5-s1 (as fusion was present at l4-l5).